Manufacturer narrative:
The device was not returned. Reported issue: it was reported that the arctic sun device was failing calibration for flow. Repairs related to the reported issue: per review of wo notes inlet pressure (ip) was -1.6, circulation pump command (cpc) was 100%, verified no damage to fluid delivery line (fdl). Customer stated they would repair device onsite. Conclusion: the reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per review of wo notes inlet pressure (ip) was -1.6, circulation pump command (cpc) was 100%, verified no damage to fluid delivery line (fdl). Customer stated they would repair device onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for flow. Per review of wo notes inlet pressure (ip) was -1.6, circulation pump command (cpc) was 100%, verified no damage to fluid delivery line (fdl). Customer stated they would repair device onsite.